Manufacturer narrative:
(B)(4). Concomitant medical products: unknown 10x170mm tm humeral stem; unknown 40mm glenosphere; unknown 25mm tm glenoid baseplate. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial reverse shoulder arthroplasty revision. Subsequently, the patient's poly was revised approximately ten (10) months post-operatively due to recurrent subluxation, dislocation, and instability. No additional information is available at this time.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.